Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported device is powering off by itself. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and dc power. The device was not able to obtain readings due to a few seconds after powering up, the screen goes blank and the radical-7 goes into the 10 beeps error. Internal inspection revealed, faulty "u21" chip on the system circuit board; which responsible for the 10 beep error. It is also revealed that all the pogo pins, except the (#10 and #11) pogo pins, on the system circuit board are stiff. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.